Event description:
Event description guidant received information that this atrial lead has triggered the pacemakers lead safety switch. The daily measurements do not include any abnormal numbers. Testing the impedance in unipolar and bipolar yielded 440-520ohms. The threshold is 1.6 volts. The caller had the patient do isometrics and could not reproduce any out of range numbers. The atrial electrograms were noisey. There were some stored episodes of inappropriate mode switches due to noise.